Event description:
During the scheduled procedure, a shoulder arthroscopy and repair, the surgeon noticed after using the disposable drill bit that the tip had broken off. Drill bit 1.6mm fibertak ar-3600d-1 lot 1542483 exp. Date 04/30/2020. Radiology was called and showed that the tip of the drill bit was retained in the left shoulder. During fluoroscopy, the surgeon was able to remove the retained tip of the drill bit successfully. No harm came to the patient.